Event description:
It was reported that there was blood at the sensor insertion site and that the insulin pump alarmed calibration error, as well as bad interstial fluid glucose values. The blood glucose reading was 16 mmol/l. The caller stated that he felt more comfortable removing the sensor and restarting the procedure. He was advised to use another insertion site area to prevent the blood at site event from recurring. Advised return of the sensor for analysis. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed the bicarbonate buffer test per dop114-830. 1 of 2 sensors failed due to a retracted cannula found inside the sensor base. The 1 remaining sensor passed per specifications with accurate readings. It was unable to be confirmed whether the customer received the sensor in the reported condition due to the sensor having been returned opened/used.